Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her son experienced high blood glucose level of 500 mg/dl. Customer stated that the infusion set was leaking from the site. Customer was able to change the infusion set. The insulin pump will not be returned for analysis.